Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as several interrogations could be performed successfully and no anomaly was observed. Analysis of the provided expertise files confirmed the reported events and revealed that: 1. The observed issue to launch the interrogation of a borea pacemaker most probably resulted from a software error at the level of the programmer software module, such as the corruption of a specific file. However, it can be suspected that re-installing smartview 3.12 version on 26 january 2023 solved this issue, as normal functioning was observed afterwards. 2. The observed issue to initialize the associated telemetry head most probably resulted from a temporary issue between the implant and the telemetry head due to an improper physical match. Further telemetry head initializations were performed without any issue, suggesting that the observed issue was only temporary. The subject tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, on (B)(6) 2023 at around 8:45, a pop-up message was displayed on the screen of the smarttouch tablet, indicating that it was impossible to interrogate a borea dr pacemaker, which was upgraded in the box to step 2 prior to the implantation. It was then impossible to leave the interrogation session and the screen was empty, so another tablet was used and the implantation was successful. Later on the same day, a p1+p2 action was performed on the subject tablet, after which the interrogation of a teo dr pacemaker was successful. On (B)(6) 2023, a gali crt sonr device was also successfully interrogated, but afterwards the same issue occurred while trying to interrogate another borea dr pacemaker. The smartview 3.12 version was installed again an another interrogation attempt was made, but the telemetry head could not be correctly initialized, so the tablet was replaced. Back at an internal office, a test interrogation with a borea dr was performed and was successful, before and after upgrading it to step 2.